Manufacturer narrative:
The date of the event onset was reported as an unknown date approximately ¿two years ago.¿ (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was not reported if the patient was hospitalized. The cause of the event was unknown. The patient was treated with unspecified intraperitoneal ¿drug¿ (drug name, dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. The patient recovered from the peritonitis event. No additional information is available.